Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.